Manufacturer narrative:
Initial reporter name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the twist clamp and main body of a transfer set which resulted in a leak. This was noticed during use of the device for peritoneal dialysis therapy. The caregiver closed the transfer line by reattaching the key parts and clamping the line with the beta cap clamp; the caregiver confirmed that once the system was closed no leakage was evidenced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of one (1) sample was provided for evaluation. A visual inspection was performed and a separation between the main body and twist clamp due to broken occluder legs was observed. Broken occluder legs to the main body beneath the white twist clamp will not functionally occlude the silicone tubing allowing fluid flow through a closed clamp. The reported condition was verified. The damaged/broken set identified during visual inspection is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.